Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the moderately calcified and non-tortuous left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, while advancing the balloon, the shaft broke. The shaft was still outside the patient when the break occurred. There was no broken part left inside the patient and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.